Event description:
It was reported that the patient went a rectocele repair in 2006. On about one week later, the patient presented with some bleeding from a posterior vaginal incision and a low-grade fever. The patient's condition was temporized with antibiotics. The patient was seen eight days later with continued bleeding and vaginal packing was placed. The patient was seen on the third day and taken to or on that date. About 90 cc of blood clot were evacuated from the posterior vaginal wall. There did appear to be some loss of viability of the edges of the posterior vaginal wall skin, and this was trimmed. The area was extensively irrigated. No pus was noted. The mesh was left in place, and the skin was reapproximated and packed. Subsequent to that, the patient had a normal postoperative recovery.

Manufacturer narrative:
Conclusion: this appears to be a case of hematoma formaton that then led to vaginal wound breakdown, thus exposing the mesh. Hematoma formation is a possibility in virtually any surgical procedure and will either absorb slowly over time or require drainage as in this case. This is not related to the product but to the dissection associated with surgery itself.